Event description:
It was reported that during demo handpiece was cross threaded. Backup device was available.

Manufacturer narrative:
H10 h3, h6: the device was intended to be used during treatment and was returned for evaluation. Functional evaluation of the evaluation of the handpiece was performed finding that there were no problems when trying to insert the thumbscrews. The DHR was reviewed and there were no indications of an issue that would potentially lead to a future performance issue. A complaint history review found similar complaints of the reported issue and will continue to be monitored. The relationship of the device and the reported event has not been established. There were no problems found with the handpiece. A factor that could have caused the reported event was if the thumbscrews used with the handpiece were damaged. However, there were no issues with the returned handpiece in this complaint.